Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging the meter has a closure seal issue. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.